Event description:
It was reported that during the holmium laser lithotripsy procedure, it felt like there was no energy. Upon checking, the debris shield was normal, and the procedure was completed normally using another fiber without patient complications. The fiber was returned and analysis identified a fractured connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observation as analysis identified a connector fracture. The fiber was received in one piece. Microscopic inspection of the fiber tip indicated it was degraded. Laser fibers are consumable devices and expected to degrade with use. Analysis identified the light exiting the connector face was distorted and bright, indicating a fractured connector. The console displayed a message that read: treatments used: 0, treatments left: 1. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, the IFU states: hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.